Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: powered on it would not turn off. The wand was pulled out of the patient and it still was on. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak due to a broken/damage to the polyimide and suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.